Event description:
Pt in hosp undergoing cardiac catheterization with pci 3 stents placed. The evening following the procedure, the pt reports mid epigastric pain not relieved by morphine or nitroglycerin, but relieved by maalox. The symptoms were not similar to the previously reported cardiac symptoms. The pt's procedure was performed around the same date as a series of adverse events reported by our facility associated with heparin. Procedure done in 2008. Symptoms reported two days later. The pt was discharged in stable condition the same day. The pt's wife subsequently called our legal dept after pt's discharge to report the adverse events experienced by her husband. Heparin is used during the cardiac cath procedure. No lot number or vial size could be associated with the procedure. Report submitted to baxter on 02/05/08. Dose or amount: 9000 units, frequency: one time, route: IV bolus. Dates of use: 2008. Diagnosis or reason for use: cardiac cath.